Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 24772 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: please specify the treatment that the patient received under ¿drug therapy: yes¿. Subject prescribed levsin (0.125 mg) every 4 hours as needed for 2 weeks.

Event description:
It was reported via clinical trial patient trx_2018_01: 01291-006 experience: esophageal spasms. Relationship to study device: causal relationship.